Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up and confirmed that the customer has not experienced any further issues after restarting the system. The fse also explained that if one of the universal surgical manipulators (usms) was bumped into something and grabbed, or one of the other usms could¿ve ran into usm 4 causing the ¿lead the horse by the nose¿ function to be initiated, which would cause the usm to drift freely until it was locked again. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, universal surgical manipulator (usm) 3 drifted while undocking. Initial troubleshooting consisted of reviewing system logs, which did not show any issues with the usm. A hard power cycle of the patient side cart (psc) was recommended prior to the next case, with instructions to call back if the issue persisted. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.